Event description:
It was reported when using the bd syringe plastipak 20ml s/su, the device experienced a damaged or open unit package seal where sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated: syringe with hair in sterile packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.